Event description:
While surgeon was using cavilon no sting barrier film, resident was using bovie causing cavilon applicator to ignite. Warning on label is small and located on the torn off section when packet is opened. Diagnosis or reason for use: protect skin for vac. Event abated after use stopped or dose reduced? Yes.